Event description:
It was reported that during removal of the yellow sheath, the stent was pulled off. The physician was unaware and continued to use the device. When the stent delivery system reached the lesion in the circumflex, the physician realized the stent was not on the balloon and found the stent with the yellow sheath. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to inspect the device before using. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the device advanced to the lesion, before it was discovered that the stent implant had dislodged in the protective sheath. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Based on the information reviewed, there is no indication of a product deficiency.